Manufacturer narrative:
(B)(4). Multiple attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As per medwatch number: mw5079468. Patient requested a nurse visit her because she was experiencing back flow of blood since switching to b. Braun ultrasite, lot # 0061579511, exp 08/31/2022, leaking blood from site. No injury reported.